Manufacturer narrative:
The affected device was returned. Multiple holes were found in the polyethylene bag during inspection of the returned packaging components. Based upon the condition of the packaging, this complaint may have been caused by rough handling (abnormal drop, shock, excessive vibration, etc.) During the distribution of this product. The rough handling could have caused the part to abnormally move around within the packaging and cause the bag to develop abrasions and holes. Since manufacture of this particular femoral implant, the packaging configuration has changed to replace the polyethylene bag with a polyurethane liner to help mitigate this type of damage. The new femoral packaging system was released on b)(4) 2011.

Event description:
It was reported that the inner packaging was damaged and the femoral component scratched. A new implant was retrieved, delay in surgery 31-60 minutes.